Manufacturer narrative:
(B)(4). The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. The investigation determined that the reported balloon rupture appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery with heavy calcification. A 7x40mm armada balloon catheter was prepped outside the patient prior to use. There were no issues noted during preparation. The balloon was inflated once up to 6 atmospheres and the balloon ruptured. Blood was noted in the indeflator. The lesion was treated by placing an unspecified stent and performing post dilatation with an unspecified balloon catheter. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.